Manufacturer narrative:
The user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer was using fiasp insulin. Tandem technical support advised the customer against using off label insulin with the pump. Customer's blood glucose level was 360 mg/dl.